Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 2032227-2014-29632.

Event description:
The customer reported that the needle of her sensor was not consistently automatically retracting back into the needle hub and she poked her hand on the needle once. The customer was also having issues with inaccurate sensor readings, as her blood glucose was 400 mg/dl and the sensor read 200 mg/dl. Nothing further was reported.